Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) and (B)(4)) on 11-aug-2017. The most recent information was received on 16-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy menstrual bleeding'), dizziness ('dizziness') and facial paralysis ('facial palsy') in a 47-year-old female patient who had essure (batch no. 946765) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dizziness (seriousness criterion hospitalization), facial paralysis (seriousness criterion medically significant), insomnia ("insomnia"), palpitations ("palpitations"), arthralgia ("joint pain"), amenorrhoea ("absence of periods"), hot flush ("hot flushes") and mood swings ("mood swings"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dizziness, facial paralysis, insomnia, palpitations, arthralgia, amenorrhoea, hot flush and mood swings outcome was unknown. The reporter provided no causality assessment for amenorrhoea, arthralgia, dizziness, facial paralysis, hot flush, insomnia, menorrhagia, mood swings and palpitations with essure. The reporter commented: no one was able to explain the reason for dizziness despite MRI, CT scan, and x-ray. No explanation for her problems. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-oct-2019: case 2018-175246 was identified as duplicate of this case and will be deleted from argus. All information was transferred to this remaining case. Legacy device report num:2951250-2018-04058. It was reported that essure was removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2017. The most recent information was received on (B)(6) 2021. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy menstrual bleeding'), dizziness ('dizziness'), facial paralysis ('facial palsy') and fibromyalgia ('fibromyalgia') in a 47-year-old female patient who had essure (batch no. 946765) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dizziness (seriousness criterion hospitalization), facial paralysis (seriousness criterion medically significant), insomnia ("insomnia"), palpitations ("palpitations"), arthralgia ("joint pain"), amenorrhoea ("absence of periods"), hot flush ("hot flushes"), mood swings ("mood swings"), amnesia ("memory loss"), vertigo ("vertigo"), paraplegia ("paraplegia"), myalgia ("muscle pain"), tendonitis ("tendonitis pain"), glaucoma ("glaucoma"), white matter lesion ("friable white matter"), fibromyalgia (seriousness criterion disability), pelvic pain ("pelvic pain"), pain ("overall pain"), cognitive disorder ("loss of words"), confusional state ("confusion"), visual impairment ("decreased vision"), headache ("headaches"), cerebrovascular accident ("stroke symptom"), constipation ("constipation"), diarrhoea ("diarrhoea"), psoriasis ("psoriasis"), psychiatric symptom ("loss of confidence"), loss of libido ("lack of libido"), tooth disorder ("brittle tooth"), anxiety ("anxious"), depression ("depression") and suicidal ideation ("suicide desire") and was found to have blood cholesterol ("cholesterol"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the heavy menstrual bleeding, dizziness, facial paralysis, insomnia, palpitations, arthralgia, amenorrhoea, hot flush, mood swings, amnesia, vertigo, paraplegia, myalgia, tendonitis, glaucoma, white matter lesion, pelvic pain, pain, cognitive disorder, confusional state, visual impairment, headache, cerebrovascular accident, constipation, diarrhoea, psoriasis, psychiatric symptom, blood cholesterol, loss of libido, tooth disorder, anxiety, depression and suicidal ideation outcome was unknown and the fibromyalgia had not resolved. The reporter provided no causality assessment for amenorrhoea, amnesia, anxiety, arthralgia, blood cholesterol, cerebrovascular accident, cognitive disorder, confusional state, constipation, depression, diarrhoea, dizziness, facial paralysis, fibromyalgia, glaucoma, headache, heavy menstrual bleeding, hot flush, insomnia, loss of libido, mood swings, myalgia, pain, palpitations, paraplegia, pelvic pain, psoriasis, psychiatric symptom, suicidal ideation, tendonitis, tooth disorder, vertigo, visual impairment and white matter lesion with essure. The reporter commented: no one was able to explain the reason for dizziness despite MRI, CT scan, and x-ray. No explanation for her problems. She also commented: fed up, 51-year-old body that looks 80, want to disappear, no longer suffer, no longer be a burden. She is in sick leave since august 2018, future category 1 disability. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. Lot number:946765 manufacturing date: 2012-01 expiration date:2015-01 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2017. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy menstrual bleeding'), dizziness ('dizziness'), facial paralysis ('facial palsy') and fibromyalgia ('fibromyalgia') in a 47-year-old female patient who had essure (batch no. 946765) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dizziness (seriousness criterion hospitalization), facial paralysis (seriousness criterion medically significant), insomnia ("insomnia"), palpitations ("palpitations"), arthralgia ("joint pain"), amenorrhoea ("absence of periods"), hot flush ("hot flushes"), mood swings ("mood swings"), amnesia ("memory loss"), vertigo ("vertigo"), paraplegia ("paraplegia"), myalgia ("muscle pain"), tendonitis ("tendonitis pain"), glaucoma ("glaucoma"), white matter lesion ("friable white matter"), fibromyalgia (seriousness criterion disability), pelvic pain ("pelvic pain"), pain ("overall pain"), cognitive disorder ("loss of words"), confusional state ("confusion"), visual impairment ("decreased vision"), headache ("headaches"), cerebrovascular accident ("stroke symptom"), constipation ("constipation"), diarrhoea ("diarrhoea"), psoriasis ("psoriasis"), psychiatric symptom ("loss of confidence"), loss of libido ("lack of libido"), hyperaesthesia teeth ("brittle tooth"), anxiety ("anxious"), depression ("depression") and suicidal ideation ("suicide desire") and was found to have blood cholesterol ("cholesterol"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the heavy menstrual bleeding, dizziness, facial paralysis, insomnia, palpitations, arthralgia, amenorrhoea, hot flush, mood swings, amnesia, vertigo, paraplegia, myalgia, tendonitis, glaucoma, white matter lesion, pelvic pain, pain, cognitive disorder, confusional state, visual impairment, headache, cerebrovascular accident, constipation, diarrhoea, psoriasis, psychiatric symptom, blood cholesterol, loss of libido, hyperaesthesia teeth, anxiety, depression and suicidal ideation outcome was unknown and the fibromyalgia had not resolved. The reporter provided no causality assessment for amenorrhoea, amnesia, anxiety, arthralgia, blood cholesterol, cerebrovascular accident, cognitive disorder, confusional state, constipation, depression, diarrhoea, dizziness, facial paralysis, fibromyalgia, glaucoma, headache, heavy menstrual bleeding, hot flush, hyperaesthesia teeth, insomnia, loss of libido, mood swings, myalgia, pain, palpitations, paraplegia, pelvic pain, psoriasis, psychiatric symptom, suicidal ideation, tendonitis, vertigo, visual impairment and white matter lesion with essure. The reporter commented: no one was able to explain the reason for dizziness despite MRI, CT scan, and x-ray. No explanation for her problems. She also commented: fed up, 51-year-old body that looks 80, want to disappear, no longer suffer, no longer be a burden. She is in sick leave since (B)(6) 2018, future category 1 disability. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-jun-2021: new adverse events received: memory loss, vertigo, paraplegia, muscle pain, tendonitis pain, glaucoma, friable white matter, fibromyalgia, pelvic pain, overall pain, loss of words, confusion, decreased vision, headaches, stroke symptom, constipation or diarrhoea, psoriasis, loss of confidence, cholesterol, lack of libido, brittle tooth, anxious, depression, suicide desire. A new ha number was received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 11-aug-2017. The most recent information was received on 22-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy menstrual bleeding'), dizziness ('dizziness'), facial paralysis ('facial palsy') and fibromyalgia ('fibromyalgia') in a 47-year-old female patient who had essure (batch no. 946765) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dizziness (seriousness criterion hospitalization), facial paralysis (seriousness criterion medically significant), insomnia ("insomnia"), palpitations ("palpitations"), arthralgia ("joint pain"), amenorrhoea ("absence of periods"), hot flush ("hot flushes"), mood swings ("mood swings"), amnesia ("memory loss"), vertigo ("vertigo"), paraplegia ("paraplegia"), myalgia ("muscle pain"), tendonitis ("tendonitis pain"), glaucoma ("glaucoma"), white matter lesion ("friable white matter"), fibromyalgia (seriousness criterion disability), pelvic pain ("pelvic pain"), pain ("overall pain"), cognitive disorder ("loss of words"), confusional state ("confusion"), visual impairment ("decreased vision"), headache ("headaches"), cerebrovascular accident ("stroke symptom"), constipation ("constipation"), diarrhoea ("diarrhoea"), psoriasis ("psoriasis"), psychiatric symptom ("loss of confidence"), loss of libido ("lack of libido"), teeth brittle ("brittle tooth"), anxiety ("anxious"), depression ("depression") and suicidal ideation ("suicide desire") and was found to have blood cholesterol ("cholesterol"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the heavy menstrual bleeding, dizziness, facial paralysis, insomnia, palpitations, arthralgia, amenorrhoea, hot flush, mood swings, amnesia, vertigo, paraplegia, myalgia, tendonitis, glaucoma, white matter lesion, pelvic pain, pain, cognitive disorder, confusional state, visual impairment, headache, cerebrovascular accident, constipation, diarrhoea, psoriasis, psychiatric symptom, blood cholesterol, loss of libido, teeth brittle, anxiety, depression and suicidal ideation outcome was unknown and the fibromyalgia had not resolved. The reporter provided no causality assessment for amenorrhoea, amnesia, anxiety, arthralgia, blood cholesterol, cerebrovascular accident, cognitive disorder, confusional state, constipation, depression, diarrhoea, dizziness, facial paralysis, fibromyalgia, glaucoma, headache, heavy menstrual bleeding, hot flush, insomnia, loss of libido, mood swings, myalgia, pain, palpitations, paraplegia, pelvic pain, psoriasis, psychiatric symptom, suicidal ideation, teeth brittle, tendonitis, vertigo, visual impairment and white matter lesion with essure. The reporter commented: no one was able to explain the reason for dizziness despite MRI, CT scan, and x-ray. No explanation for her problems. She also commented: fed up, 51-year-old body that looks 80, want to disappear, no longer suffer, no longer be a burden. She is in sick leave since (B)(6) 2018, future category 1 disability. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. Lot number:946765, manufacturing date: 2012-01, expiration date:2015-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the regulatory authority is not possible. Amendment: the report was amended for the following reason: following company internal coding review, 'weak tooth' was recoded to 'brittle teeth'. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 11-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy menstrual bleeding"), dizziness ("dizziness") and facial paralysis ("facial palsy") in a (B)(6) year-old female patient who had essure (batch no. 946765) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), dizziness (seriousness criterion hospitalization), facial paralysis (seriousness criterion medically significant), insomnia ("insomnia"), palpitations ("palpitations"), arthralgia ("joint pain"), amenorrhoea ("absence of periods"), hot flush ("hot flushes") and mood swings ("mood swings"). At the time of the report, the menorrhagia, dizziness, facial paralysis, insomnia, palpitations, arthralgia, amenorrhoea, hot flush and mood swings outcome was unknown. The reporter provided no causality assessment for amenorrhoea, arthralgia, dizziness, facial paralysis, hot flush, insomnia, menorrhagia, mood swings and palpitations with essure. The reporter commented: no one was able to explain the reason for dizziness despite MRI, CT scan, and x-ray. No explanation for her problems. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2017: quality safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 05oct2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 500cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 11-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy menstrual bleeding"), dizziness ("dizziness") and facial paralysis ("facial palsy") in a (B)(6) female patient who had essure (batch no. 946765) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), dizziness (seriousness criterion hospitalization), facial paralysis (seriousness criterion medically significant), insomnia ("insomnia"), palpitations ("palpitations"), arthralgia ("joint pain"), amenorrhoea ("absence of periods"), hot flush ("hot flushes") and mood swings ("mood swings"). At the time of the report, the menorrhagia, dizziness, facial paralysis, insomnia, palpitations, arthralgia, amenorrhoea, hot flush and mood swings outcome was unknown. The reporter provided no causality assessment for amenorrhoea, arthralgia, dizziness, facial paralysis, hot flush, insomnia, menorrhagia, mood swings and palpitations with essure. The reporter commented: no one was able to explain the reason for dizziness despite MRI, CT scan, and x-ray. No explanation for her problems. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 14-aug-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 437 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.